Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer's power cord bay assembly was damaged. It was also indicated that the display cursor did not respond to the stylus. It was also indicated that multiple external components were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's power cord bay assembly was damaged. The programmer was returned for service. No patient complications have been reported as a result of this event.